Event description:
It was reported that a spectrum infusion pump falsely alarmed "upstream occlusion". Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "false 'upstream occlusion' alarms". Evaluation found that the ultrasonic sensor readings were below specification. Cracks were found on the ultrasonic sensor tail pins. Additional, an ultrasonic sensor crystal was contaminated due to fluid intrusion, with corrosion present on the ultrasonic sensor assembly. All of these issues are known contributors to false "upstream occlusion" alarms. The ultrasonic sensor assembly was replaced.